Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an e315. E216 and a b30 scope error. There were no reports of patient harm. This report is beign submitted for the e315 scope error.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) the customer reported that they received an e216 scope error with two scopes. The gold connectors on the scopes were cleaned with an alcohol prep and one of the scopes still had an issues. Olympus tac asked the customer to cycle the power on the tower and the scope returned a scope error b30. The customer then used another tower and an e315 scope error occurred. Olympus tac asked the customer if the maj-1430 (videoscope cable exera ii) was connected to the processor to which the customer confirmed that it was. Olympus tac asked the customer remove the maj-1430 and cycle the power; however the e315 scope error remained. Olympus tac recommended that the device be returned for repair; however, the customer declined and indicated that they will have a third-party repair service repair the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be further presumed. The device was not returned to the legal manufacturer - therefore, a complete evaluation of the device could not be performed, and further presumption of cause could not be established. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.